Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. After removing the protection cover of the device, it was noticed that the stent had completely detached from the balloon.